Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported right side capsular contracture baker grade IV, calcification, and granuloma. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp broken on posterior and anterior assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ granuloma: unable to confirm as it is a medical event not related to the device. ¿ calcification: not observed. Additional observations: ¿ crease fold observed. ¿ non penetrating nicks observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, right side capsular contracture, baker grade IV. Calcification, and granuloma. Device has been explanted.

Manufacturer narrative:
Clarification to d.4: device information: received, device with lot number ((B)(4)) and catalog number (mcghan 560cc).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted.

Event description:
Healthcare professional later reported right side capsular contracture baker grade IV, calcification, and granuloma.

Manufacturer narrative:
The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.